Event description:
During a ptca/stent procedure to treat an in-stent restenosis in the mid lad, the balloon was inflated three to four times at 10 atm each. The dilatation catheter was being withdrawn and just as it was coming through the rotating hemostatic valve (rhv), it was noted that the shaft was in two pieces. No resistance was felt at any time during the procedure. The entire dilatation catheter was still on the guide wire after it was withdrawn from the pt. The guide wire was easily removed from the dilatation catheter. No pt effects were reported.